Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates swg/ars resistance - kinked.

Event description:
It was reported that the swg (spring wire guide) could not go through the ars (syringe). The ars was found blocked during insertion process in ultrasonography department. The device was replaced.

Event description:
It was reported that the swg (spring wire guide) could not go through the ars (syringe). The ars was found blocked during insertion process in ultrasonography department. The device was replaced.

Manufacturer narrative:
(B)(4). The customer returned a guide wire assembly, an arrow raulerson syringe (ars), a catheter, a dilator, and a lidstock form a cvc set. The guide wire and the ars will be reviewed as part of this complaint investigation. Visual examination of the returned swg revealed a slight kink/bend in the body near the distal end. This caused the j-bend to slightly lose its shape. After performing functional testing, significant amounts of dried biological material was observed exiting the ars. This likely caused the ars/swg resistance. Microscopic examination revealed that the proximal and distal welds were spherical and intact. The guide wire length and outer diameter were measured and were found to be within specification. The kink/bend in the catheter was located approximately 27mm from the distal tip. The guide wire was advanced through the ars. Minor resistance was observed; however, the guide wire was eventually able to pass completely through the ars. Dried biological material was observed exiting the ars as the guide wire was advanced. This likely caused the resistance during the procedure. After the biological material was cleared, the guide wire was able to advance with little to no resistance. A manual tug test revealed that the proximal and distal welds were secure and intact. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained, and further consultation requested." Additionally, the IFU warns, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report of difficulty advancing the guide wire through the ars was confirmed through complaint investigation of the returned sample. Visual examination revealed a kink/bend near the distal end of the guide wire. The spring wire guide met dimensional specifications, but minor resistance was initially observed while advancing the guide wire through the ars. After clearing the ars of dried biological material, the guide wire was able to pass with little to no resistance. A device history record review did not reveal any manufacturing issues. Based on the customer report and the condition of the returned sample, unintentional use error caused or contributed to this complaint. Teleflex will continue to monitor and trend for results of this issue.